Event description:
It was reported that the patient, who had an existing sling device, underwent an original artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. The patient was implanted with an aus consisting of 4.0 cm cuff, pump, and balloon. There were no patient complications during the procedure.